Manufacturer narrative:
According to the customer, "cellulitis and large, bloody, cracked blisters" were experienced from the product. The customer stated that after using one pad, the individual developed "bloody, cracked blisters in the exact area where the pad had been placed." The customer reported that the individual is a "burn victim with burns covering over 70% of his body" and that "this reaction has caused additional damage to his skin grafts" that "may now require reparative surgery due to the injury." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "cellulitis and large, bloody, cracked blisters" were experienced from the product. The customer stated that after using one pad, the individual developed "bloody, cracked blisters in the exact area where the pad had been placed." The customer reported that the individual is a "burn victim with burns covering over 70% of his body" and that "this reaction has caused additional damage to his skin grafts" that "may now require reparative surgery due to the injury."